Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming hot to the touch was not confirmed; however, the reported event of the system controller¿s display being blank was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6), collectively contained data spanning approximately 7 days (29may2023 ¿ 05jun2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller internal fault alarm was observed on 03jun2023 correlating to a communication fault regarding the controller¿s liquid-crystal display (lcd), indicating that the controller was unable to properly communicate with the lcd printed circuit board (pcb). The alarm remained active throughout the remainder of the data. Upon being connected to power, the returned system controller¿s lcd was blank. Despite the blank screen, the controller was able to operate a mock loop as intended. The controller was opened and was inspected at a component level. The controller¿s lcd pcb was measured, and numerous components were found to be electrically damaged. The lcd pcb was replaced with a new component, resolving the blank screen issue. Then, the controller was functionally tested and was found to perform as intended throughout all testing with a test lcd pcb. The controller¿s temperature was also measured at various points on the controller (user interface, lcd screen, and backup battery) after operating a mock loop for an extended period. These measurements ranged from ~80 ¿ 84.2 degrees fahrenheit / 27 ¿ 29 degrees celsius. These measurements were observed to be within the acceptable temperature range of the system controller, and the controller did not feel warm to the touch throughout testing. The root cause of the reported atypical controller temperature was unable to be determined through this analysis. The root cause of the controller¿s screen becoming blank was observed to be numerous components on the lcd pcb becoming damaged; however, the root cause of the damage to the lcd pcb was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 instructions for use (IFU) (rev. G, section 2 ¿system operations¿) lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit / 0 ¿ 40 degrees celsius. The heartmate 3 patient handbook (rev. G, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with controller fault and no external power conditions. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller was hot and had a blank display. A self-test was performed, and the pump running symbol was noted to be illuminated green, all other symbols were working fine, and the audio system was working fine. The patient was clinically stable. The log file captured a controller internal fault. The controller was exchanged and the issue resolved.